Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-dec-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 3 was not detected on the bus. A field service engineer (fse) removed the latch panel and cleaned the microswitch connections. The fse added a stabilizer to the wiring harness, tightened the microswitch connections, and applied black grease to the microswitch contacts. The fse confirmed that the customer was able to log in and successfully recover access to door three, which is now connected to the bus. The customer logged in and inventoried medications in tower door three, and testing was confirmed successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door 3 was clicking and not able to recover it. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.